Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had air in tubing (without an alarm. The technical service representative (tsr) had the hp check the line for kinks, clamps, and occlusions. The tsr had the hp close and open the transfer set three times, pull down up on the lines at the hc door and resume the initial drain. The drain volume was decreasing to -54ml. The hp stated that the bubbles were in the patient line. The tsr advised the hp to contact the nurse and end therapy. The hp stated she wanted to end therapy and start over with new supplies. Global product surveillance (ps) contacted hp on (B)(6) 2012, regarding the reported problem. The hp stated she was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was confirmed because the home patient (hp) stated that the bubbles were in the patient line. The technical service representative (tsr) advised the hp to contact the nurse and end therapy. The hp stated they were able to complete therapy with new supplies. Since it cannot be determined why bubbles were in the patient line, the as determined cause for this complaint is undetermined.